Event description:
It was reported a patient's left ventricular (lv) lead presented with dislodgement and cardiac perforation, leading to high capture thresholds and phrenic nerve stimulation. The lead was capped and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.